Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set disconnected from the body, the needle was partly in the body but on the outside of the infusion site it was lifted up event on (B)(6) 2025. No further information available.